Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services and then hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was above 600 mg/dl at the time of incident and 690 mg/dl when admitted to the hospital. Customer also experienced symptoms such as nausea, abdominal pain, difficulty in breathing, headache and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection and insulin pump was disconnected as well as intravenous drip in hospital. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.